Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock needing an impella 5.5 device for mechanical circulatory support. While on support, there was a hematoma at the access site. The patient was brought to the operating room and a washout was performed. In addition, the patient experienced atrial fibrillation. The p level was reduced to p7 due to the atrial fibrillation. The patient remained on impella support and was successfully weaned.

Manufacturer narrative:
The investigation vf/vt/af/at and access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. B2 patient outcome updated to death. B5 updated with new information. D6b added. H1 type of reportable event updated. H6 health effect - impact code 1802 added g1 reporting contact email revised on manufacturer device report 1220648-2024-23874 in accordance with updated procedures.

Event description:
Additional information received. The patient condition deteriorated and the decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.